Event description:
It was reported that during the implant procedure, the set screw would not loosen. After using a second hex wrench, the setscrews and septum all came out. Another device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection noted silicone material in the vring set screw hex cavity. The silicone material prevented full insertion of the torque driver and caused the reported inability to loosen the set screw.